Event description:
Reportedly, the stapler was fired, however, it failed to apply staples to the gastric pouch. The surgeon then tried to manually close the wound with sutures, however, the tissue reopened so the surgeon used a competitive instrument to close the tissue. There was minor bleeding due to this event and it required approx 30 additional minutes to correct the problem. There was no adverse affects to the pt as a result.